Event description:
An (B)(6) male pt called zoll customer support to report that his monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was isolated to broken conductors on the rear response button ribbon cable. The root cause for the damaged conductors on the ribbon cable could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.